Manufacturer narrative:
Approximate age of device - 1 year 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic with pump off alarms. Interrogation showed pump stoppages that, according to the patient, occurred while the patient was on mpu. There was also a pump stoppage while in clinic and connected to a grounded cable and power module. Review of the log file by the manufacturer's technical services representative confirmed multiple pump stoppages while attached to the mpu. There were also 2 no external power alarms seen within the log file. One was while attached to the mpu and the other was while on battery. The no external power on battery is believed to have occurred due to the battery or battery clip contacts needing to be cleaned. Additional information received on (B)(6) 2018 stated that a driveline replacement had been conducted. A phase interrupter test was conducted before with no open wires found. After the replacement, all tests were passed and the patient was put on a grounded cable without issue. When the patient attempted to lean forward, red heart/pump stop alarms occurred. The patient was returned to battery and an ungrounded cable immediately without issue. The patient mentioned there were red heart alarms while performing the same movement standing up from bed on (B)(6) 2018. Potential "short to shield" wire fracture appears to be internal and positional. Additional information received on (B)(6) 2018 stated that the patient had received a pump exchange to a heartmate 3 pump. It was also stated that the exchanged heartmate 2 pump would be returned.

Event description:
During evaluation of the returned hm2 lvad pump, an inlet bearing thrombus was found.

Manufacturer narrative:
Additional information investigation conclusion: the pump was returned assembled with the driveline cut approximately 1.5¿ from the pump housing and the distal portion was returned measuring approximately 12¿. The sealed inflow conduit and sealed outflow graft conduit were returned detached from the pump housing. The driveline cut approximately 1.5¿ from the pump housing and the distal portion was returned measuring approximately 12¿. No damage to the outer jacket was identified. Electrical continuity testing did not reveal any discontinuities or shorts. Approximately 2" of metal shielding breakdown was identified approximately 5.5" from the pump housing. The metal shielding was removed and insulation breaches were identified on the brown and black wires approximately 6" from the pump housing. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the damaged wires made contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could have resulted in the pump stop events captured in the log file. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus was observed adhered to the inlet bearing cup and the inlet bearing ball and appeared to have been pulled apart during disassembly. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Although a specific cause for the development of the deposition and the duration of its presence within the pump could not be conclusively determined, it would not have contributed to the reported events.